Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received insulin flow block alarm. The customer¿s blood glucose level was 389 mg/dl. Troubleshooting was completed for insulin flow block alarm. Customer stated that they had tried all remedies. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis.